Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the rotor had low power and the parts were oxidized due to failures in the cleaning and lubrication processes, thus causing the wearing of the parts. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor power of the compact air drive device was too low. It was further determined that the parts were oxidized, the rotor had low power and the quick coupling was locked. It was further determined that the device failed pretest for check the power with test bench: min. 110 to 160 watts, check attachment coupling with attachments and check the attachment coupling. It was noted in the service order that the quick latch was locked and was not releasing the wire rope. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.